Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the hearstart mrx defibrillator had temp equip malfunction, pap equip malfunction, and abp equip malfunction inop messages. There was no pt involvement.